Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming prior to pt use, an unspecified volume of solution leaked from an unspecified location at the distal end of the tubing set. No specific details were provided. Though requested, not additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.